Event description:
It was reported that approximately 2 years post-implant of a bifurcated device, suprarenal aortic extension, and bilateral limb extensions, a follow-up angiogram revealed a separation between the suprarenal aortic extension and the bifurcated device with no endoleak. Reportedly, the external iliac was also occluded. During the initial implant a snorkel procedure was done. While performing the snorkel procedure the physician experienced difficulty exchanging the stiff wire, which may have affected the overlap between the suprarenal aortic extension and the bifurcated device. The physician is in the process of determining course of action.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were received and reviewed by a clinical representative. Based on the review of the medical records, the event was confirmed; however, a definitive root cause could not be determined. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. (B)(4).